Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan, cp-61 during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
We have 4 green IV needles where the safety system does not expand. The harmonica does not slide out. Now we have a lot number. It is lot number 1266021p02. Would you guys take a look at this. I will have this one returned and as soon as I get it I will let you know!

Event description:
We have 4 green IV needles where the safety system does not expand. The harmonica does not slide out. Now we have a lot number. It is lot number 1266021p02. Would you guys take a look at this. I will have this one returned and as soon as I get it I will let you know!

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan, cp-61 during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l safety shield activation failure. The following information was provided by the initial reporter, we have 4 green IV needles where the safety system does not expand. The harmonica does not slide out. Now we have a lot number. It is lot number 1266021p02. Would you guys take a look at this. I will have this one returned and as soon as I get it I will let you know!

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.